Manufacturer narrative:
Follow-up #1: date of submission 05/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the time was manually changed from 7am to 7pm on (B)(6) 2015, and it was incorrectly changed from 6:47pm to 8:41am post a time/date reset on (B)(6) 2015, leading to total daily dose appearing inaccurate for those dates. The last basal delivery was on (B)(6) 2015@9:31pm. The total daily dose adds up and equals the programmed basal rate. Returned battery cap and cartridge cap were used to complete the investigation. The keypad rubber is undamaged, all buttons respond properly to presses, the keypad was removed and no contamination or damage was found to the key¿s contacts. Test boluses were delivered and recorded correctly. The pump reflected 24u after a 24hr on 1u/hr basal program duration test, the product delivers within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a keypad (tactile changes/unresponsive) issue. Customer support reviewed the pump and it was determined that the boluses are not correctly recorded. There were extra bolus records. The reporter stated that the patient had a blood glucose (bg) of 1.9mmol/l with cognitive impairment. The emergency medical services were called and the patient was treated at home. This report is being made due to bg excursion the patient experienced due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.